Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 3.5x38mm xience xpedition stent was successfully implanted in the mid right coronary artery (rca), 80% calcified lesion. On (B)(6) 2019, the patient was hospitalized for unstable angina. Coronary angiography was performed and there was 40-50% diffuse in-stent restenosis of the rca xience xpedition stent. The left circumflex had 60-70% stenosis, the unspecified stent within the left anterior descending was unobstructed, and an unspecified stent in the posterior lateral artery was with mild hyperplasia. Medications were provided. The patient was discharged from hospital on (B)(6) 2019. Per physician, the event was possibly related to the device. No additional information was provided regarding this issue.